Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's blood glucose level was 501 mg/dl. The customer stated she had a headache and had been sick the last couple weeks. Standard troubleshooting was performed. It was discovered that the infusion set tubing was split at the quick release, and the infusion set's cannula was bent. The customer was advised to change her reservoir, insulin, and infusion set. The product has been returned. Nothing further was reported.